Manufacturer narrative:
(B)(4). Service technician was able to verify the reported issue. Connected the vent to a known good ac adapter and would not power on. Found multiple burnt components and tracing were burnt on the hybrid board. Replaced the hybrid board with a known good one and powered on properly. Root cause is the hybrid board. Service tech verified the reported "vent fan/compressor sounded louder than normal" problem. Connected the vent to a known good ac adapter. Powered on the vent and during ventilation the cooling fan would not turn on. Confirmed that the fan is not functioning properly. Replaced the cooling fan with a known good one and passed. Root cause is the cooling fan.

Event description:
The customer reported to vyaire medical that the revel ventilator started smoking and vent fan/compressor sounded louder than normal. At this time, there is no information about patient involvement.

Manufacturer narrative:
Result of investigation: the vyaire failure analysis laboratory received the revel ventilator and performed a failure investigation. The reported complaint was able to be confirmed. The uut has extensive damage therefore no further investigation is required.